Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-07776), was submitted on 02-may-2025. However, based on the reassessment on 06 feb 2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set). The event occurred due to prescription medications (panadol) taken by patient that had changed the blood glucose. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025, at 6:00 am, the patient was taken to the hospital because their blood sugar was high, more than 35 mmol/l. They also had ketones, with a test result of 5. To help bring down their blood sugar, the doctors gave the patient insulin through an intravenous drips. This means the insulin went directly into their veins. The patient had to stay in the hospital for 4 days to get better. No further information available.